Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 306 mg/dl and 106 mg/dl, while using the suspect device. Reporter indicated that, based on the value of 306 mg/dl, pt delivered insulin (type and amount not provided). No pt injury was reported and no treatment was received. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.